Manufacturer narrative:
Vyaire reference: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit was set the volume to 500 but only 260 is being delivered. At this time, there is no information regarding patient involvement associated with the reported event.